Manufacturer narrative:
(B)(6).

Event description:
The patient stated that she received an erroneous result when testing with coaguchek xs meter serial number (B)(4). On (B)(6) 2018, the patient was not feeling well and was admitted to the hospital with an inr of 21.0. While at the hospital, the patient received 5 units of blood and 3 units of frozen plasma on the evening of (B)(6) 2018. On the morning of (B)(6) 2018, the patient received another 5 units of blood and 2 units of frozen plasma. The patient was discharged on (B)(6) 2018 and was ok. Prior to the patient's discharge on (B)(6) 2018 at approximately 6:00 a.m., a sample from the patient was tested in the laboratory using the dade innovin method and it resulted as 1.94 inr. On (B)(6) 2018 at 11:37 a.m, the patient returned home and tested on the meter with a result of 2.6 inr. On (B)(6) 2018 at 11:40 a.m., the patient tested on the meter with a result of 2.4 inr. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment based on the meter results. The patient is currently fine. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is once every 3 to 4 weeks. The patient does not have antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient's coumadin/warfarin medication was withheld while in the hospital. The patient did not have any new medications, no diet changes, no illnesses, and no symptoms of bleeding or bruising. The meter had not been cleaned. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 281241) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The patient's meter and strips were returned for investigation. The returned meter and strips were tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.1 inr, donor 2 inr: 2.6 inr. Donor 1 hct: 49%, donor 2 hct: 44%. Testing results: donor 1: retention meter with master lot strips: 2.1 inr, customer meter with customer strips: 2.0 inr. Donor 2: retention meter with master lot strips: 2.6 inr, customer meter with customer strips: 2.6 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. No information was provided in the complaint case that would point to a cause for the result discrepancy.